Manufacturer narrative:
(B)(4). Medical device - 28mm m2a mod head -3mm nk # item 11-163661 lot 910820, unk stem, unk cup. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-10846. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision approximately six years post initial surgery due to pain.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. No devices, photos, or medical records were received. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.